Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative regarding a patient with an implanted neurostimulator (ins) gastrointestinal /pelvic floor therapy. It was reported that the patient had a return of symptoms. A stroke post-interstim placement was also reported as a patient factor that may have led to or contributed to the symptom return. (It was not reported whether stroke was related to device/therapy) program changes were made (date unknown) and the return of symptoms were resolved. The patient was alive with no injury. No further complications were reported or are anticipated.

Manufacturer narrative:
Patient code (B)(4) and conclusion code (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient experienced a worsening of urge incontinence. The patient's stroke was in (B)(6) 2016 and it was noted that the device did not cause the stroke, but the stroke did affect urinary symptoms. They had residual left sided deficits including upper extremities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.